Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Log file analysis indicates optical fibers 1-3 did not meet specifications for cavity distance from the beginning of the log files. Optical fibers 1-3 no longer met specification for optical properties when the returned device was connected to the tactisys quartz unit. However, optical fibers 1-3 intermittently met specifications for optical properties when force was applied to the distal tip, consistent with excess force applied to the tip during packaging removal leading to a deformation of the tip assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the deformed tip assembly is consistent with damage during use. However, the evaluation performed on the tactisys involved in the reported event found a tactisys issue also consistent with the reported event.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2184149-2020-00111, 3008452825-2020-00375. During the procedure, when the catheter was placed in the patient¿s body, the contact force grams could not be displayed. The catheter was reconnected with no resolution. The catheter was then replaced to the 2nd one; however, the issue persisted. The procedure was completed with a 3rd catheter without the use of contact force. There was a delay in the procedure, but the case was completed with no adverse consequences to the patient.